Event description:
Additional information received reported coupling/communication issues and an overdischarge was suspected on the rechargeable implantable neurostimulator (ins). Problems with recharge coupling were the primary reason for the overdischarge. The last successful recharging session and the last time the patient felt stimulation was approximately 1 to 2 months prior. She would typically recharge every 10 days. She would always get good coupling bars, but it would take "all night" to charge the ins. Troubleshooting was done. After using the antenna locate feature, a power on reset (por) was displayed on the recharger and then led to the normal recharging screen. They got 8 coupling bars shaded. After further troubleshooting, the patient was able to clear the por, turn therapy on, and adjust amplitude setting.

Event description:
It was reported that the patient was not able to adjust the patient programmer with or without antenna attached. The patient reported that she cannot use the patient programmer and saw the "poor communication" screen. She said that it's not unusual for her stim device to flip and move in the pocket. The patient indicated that her physician stated they would consider a new pocket site for the ins. Additionally the patient said she had gained some weight. The patient was not able to establish communication with the recharger and saw the "reposition antenna" screen on her recharger. The patient said she went on vacation for 15 days and forgot to bring her recharger. She added that she charged more often than expected and had to charge every 10 days. The patient stated that she had been exercising more and felt like the device may have moved more. The patient also indicated that they had not felt stim in 7 days. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).